Event description:
The final acetabular cup implant was called for and then impacted into place. A screw was placed through the acetabular component as well as the 2nd screw. Radiographs were then taken which showed the cup overly horizontal. The smaller screw was removed without difficulty. The larger 35mm screw attempted to remove but the head of the screw was stripped. The screw was unable to remove and the remainder of the screw was left within the bone. The cup was also removed. Doi: (B)(6) 2023; doe: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code 121735500 and lot number d22020894, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code 121735500 and lot number d22020894, and no non-conformances / manufacturing irregularities were identified.